Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl. Low bg cause was attributed to an infection in the customer¿s small intestine. The customer received third party assistance from their endocrinologist, who adjusted adrenal medication to a higher dose for a temporary amount of time. Glucose solution through a feeding tube and glucagon were used to address bg. This event did not cause an injury. Recommendation was made to consult with a healthcare provider to discuss diabetes management.